Event description:
Customer reported an extravasation incident that was not detected by the eda patch. The total volume of contrast to be injected was 140 ml at a flow rate of 4.5 cc/sec. It was estimated that approximately 60 ml of the contrast extravasated into the pt. The pt was instructed to use warm compresses until the swelling went down, and keep the arm elevated for two days. If there was a problem, the pt was to report it to their physician and nothing was reported.